Event description:
It was observed that during the device evaluation, the subject device exhibited sharp edge on insertion tube. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation and previous investigations through the product technical investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.